Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an iphone xr and os16.6. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "dislocated, cloudy thinking," and a loss of consciousness but was able to self-treat with "two juices." No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device, with use with an iphone xr and os 16.6, app version 2.8.1.6120. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "dislocated, cloudy thinking," and a loss of consciousness but was able to self-treat with "two juices." No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application [iphone se, ios 16.3, 2.8.1.6120]. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.